Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter e-mail: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, medication was not appearing on the pyxis pharmacy formulary search for build/assignment. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), section e initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, other occupation and section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not appearing. A technical support specialist troubleshooted the device and guided the customer to check the approval queue for the new medication, discussed relevant configuration settings, and clarified the process. The issue was addressed, and the case was closed. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, medication was not appearing on the pyxis pharmacy formulary search for build/assignment.the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.